Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint reported by sales rep who had a conversation with a surgeon at a meeting. Surgeon made comments regarding previous use with the cougar alif device. He noted that he has had some devices break upon impaction of the spacer into the disc space. He also noted that the threaded attachment of the inserter to the spacer is not very robust and sometimes the threads in the spacer will strip.